Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the device was connected to the lead, impedance was <200 ohms. Impedance through an analyzer was 406 ohms. The device was reconnected to the lead and an impedance of <200 ohms was seen. Therefore, a new generator was placed.